Event description:
It was reported that on (B)(6) 2025, a 35mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent deployment the positioning was too low, and it was recaptured. On second attempt, the valve was positioned slightly above the ring. Recapturing was not successful completely as the lower part of the valve could no fit completely into the catheter. The upper valve capsule was noted to have a deformation. The ds with the valve was removed from the patient's anatomy. A 29mm edward's valve was implanted successfully. There was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
Na the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of positioning problem, retraction problem, and valve capsule deformation was reported. The flexnav delivery system was returned to abbott for investigation. Visual observation revealed deformation damage on the valve capsule. The nose cone was returned broken off from the delivery system. The valve capsule was then cut open to assess for potential inner liner delamination; no evidence of delamination was found. Due to the damage on the delivery system, functional testing could not be performed. Images received appeared to show kinked valve capsule and nose cone. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, contributed to the reported event. However, this cannot be confirmed. The cause of the reported positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.